Event description:
The user facility reported a 'burning smell' coming from their 4085 surgical table following a wet case. The facility's biomed employee was in the area when the smell occurred. The table was immediately unplugged. There was no initiation of the sprinkler system and the fire department was not notified. No procedural delays or cancellations occurred. No injury to hospital staff or patients reported.

Manufacturer narrative:
A steris service technician arrived on site to inspect the table and reported that several heat sinks in the power supply were burnt. He also stated that fluid (3-4 teaspoons) was found under the power supply, in addition to what he believed to be fluid residue on the underside of the base shroud and top column. No other damage was reported. The biomed employee stated that the preceding procedure was a 'very wet case'. The service technician replaced the power supply and side motor cable. He also replaced the shrouds and silicone sections. The table was confirmed operational and returned to service. The table was installed on (B)(6) 2013 without any issue.

Manufacturer narrative:
Steris was made aware of this event on (B)(6) 2013 and filed an MDR (1043572-2013-00031) on (B)(4) 2013. Upon receipt of the users medwatch on (B)(4) 2013 we contacted the facility and confirmed there was only one event; this is the event reported in our MDR (1042572-2013-00031).

Event description:
Reference medwatch (B)(4).